Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, regarding a sapien 3 ultra resilia (s3ur) 23 mm valve, after implantation, moderate or greater pvl was observed, so post-dilatation was performed with -1 ml. Then the catheters were removed; however, echocardiography revealed a mobile tissue near the st junction, and since the diameter of the ascending aorta was also enlarged, aortic dissection was suspected. Hemodynamics remained stable, coronary flow was preserved, and there was no difference in cerebral perfusion or upper limb blood pressure. Therefore, it was decided to review the strategy later with CT, and the patient was returned to the ICU intubated. Upon reviewing the echocardiographic recordings, the mobile tissue had been present immediately after valve implantation, and given its high echogenicity, injury to the st junction due to interference with calcification toward the ncc (non-coronary cusp) was considered. Subsequently, upon opening the chest, an injury site caused by ncc calcification was confirmed in the sinus of valsalva (sov), and a bentall procedure was performed. When the bentall procedure was performed, dissection was also observed in the coronary arteries. Subsequently, the patient was unable to be weaned off cardiopulmonary bypass (cpb) and passed away. Initially, the injury to the sov was attributed to calcification of the ncc of the aortic valve. However, upon further examination, it was found that the vascular intima near the calcified area of the st junction had detached, resulting in a dissection. No further information is available.